Manufacturer narrative:
Following return and completion of analysis, this event will be updated.

Event description:
It was reported that the patient with this lead was admitted with complaints of weakness and dizziness but denied any syncope. Her system had been implanted approximately three months prior. During the interrogation, higher than expected right ventricular thresholds were exhibited; in range impedances and no loss of capture noted. Additionally, a chest x-ray confirmed right atrial lead dislodgement. The patient was then subjected to a system repositioning; however, the leads helix rotation functionality was problematic and both leads were explanted and replaced. The procedure with new leads implanted, was deemed successful and the patient reported as stable. Both explanted leads are intended to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix housing. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix during the lead revision, caused the inner conductor coil to break. Laboratory analysis was unable to confirm the reported allegation of product dislodgement; the lead tip and helix appear intact and undamaged.

Event description:
It was reported that the patient with this lead was admitted with complaints of weakness and dizziness but denied any syncope. Her system had been implanted approximately three months prior. During the interrogation, higher than expected right ventricular thresholds were exhibited; in range impedances and no loss of capture noted. Additionally, a chest x-ray confirmed right atrial lead dislodgement. The patient was then subjected to a system repositioning; however, the leads helix rotation functionality was problematic and both leads were explanted and replaced. The procedure with new leads implanted, was deemed successful and the patient reported as stable. Both explanted leads were returned for analysis.